Manufacturer narrative:
Follow ups with the hcp to obtain additional information and patient records have been unsuccessful. However, the initial report indicates that the healthcare provider suggests no device relationship to this event. Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. There is no information to suggest a device malfunction or quality deficiency related to this event. Additional information will be reported once available.

Event description:
It was reported via clinical affairs that a (B)(6) male has a moderate aortic paravalvular leak, 5 months and 15 days post implantation of a carpentier edwards pericardial bioprosthetic aortic valve. The healthcare provider indicates no device malfunction and no relationship of the edwards device to the event. No additional information was provided at this time.